Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4). Analysis of the pump found pump motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found pump motor gear train anomaly due to shaft bearing. Device interrogation found the pump was used to infuse sufentenyl.

Event description:
The pump was returned to the manufacturer following a patient death.